Event description:
The core sag saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. Additionally, while testing the device during routine servicing, it was reported that there was a substance on the rotor assembly which could indicate that the device was leaking. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, the following parts were worn: the boot, the drive bearing and the rotor bearing.